Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp system was implanted. During the procedure the reservoir was found to be ruptured. No information was provided about the patient's outcome.